Manufacturer narrative:
Of the 2 allegations of a malfunction, 1 pump was returned to animas and investigated. The failure could not be duplicated or confirmed with investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that the one touch ping model pump experienced an auto off issue. These reports were received from various sources. The patients associated with this allegation ranged from 30-58 years of age. Of the reported patients, 1 were male and 1 were female.